Event description:
The physician achieved successful arteriotomy closure using a closer s device on 12/01. On 01/02, the pt presented to the emergency room with groin problems. The following day, pt went to surgery for mycotic pseudoaneurysm (infected) at perclose suture site. The suture was removed, then pt had a saphenous vein graft. The physician did re-prep and re-glove; however, no antibiotic was given. Seven days later, the pt was still in the hosp, continuing to change dressing, and doing okay. The pt went home a few days later and is doing fine.